Event description:
During termination of a 3.5 hr hemodialysis treatment as blood was being flushed back to pt, she complained of back hurting. She stated it felt like cramp. Rinse back stopped, pt felt ok. Resumed rinse back and pt complained of back/chest pain again, funny taste in mouth, sob. Rinseback stopped. Pt's bp 213/97 sitting and 188/84 standing, pulse 84 and temperature 99.7. Pt stated feeling somewhat better. Pt sent to emergency room for further evaluation. Pt ran on same dialyzer next treatment without problem. Dialyzer was on use number 21. Another pt in clinic is also having reactions.